Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when attempting to remove the sz 4 broach after trialing, the retaining pin on the top of the broach broke. The surgery was extended in order to perform an osteotomy to retrieve the broach from the proximal femur with multiple vice grips and a slap hammer. The proximal femur required 1 ortho cable. All pieces were removed from the wound and likely the broach was fatigued. Surgical delay of 25-30 minutes.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Patient code: no code available (3191) was used to capture surgery prolonged, surgery, and insufficient information.